Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 1-dec-12/2017 with the following findings: a review of the black box showed no evidence of a no cartridge detected alarm. The load step malfunction was duplicated during the investigation. During the load step the piston pushed up until the cartridge was empty. The force calibration test failed. The pump was opened to find contamination on the internal components. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. Additionally, the display was dim with letters having a red hue. The cartridge compartment was cracked. The battery cap threads were stripped and the cap was unable to fit to the returned pump or to a test pump. The test cap fit for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to never start the prime/rewind sequence on the pump while the infusion set it connected to the body and provides multiple reminders during the prime/rewind sequence.